Manufacturer narrative:
H10: h2, h3, h6. The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the hand knob near pad doesn't tighten on shaft securely. More than average torqueing is required to get the knob to tighten securely. The reported failure was confirmed and the root cause has been determined to be a degradation problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a wearing of the tip of the knob screw with repeated use over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the positioner elbow western was not holding position unless it is tightened into place. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.